Event description:
It was reported that a lens was found to be scratched after iol was implanted. Further information was under confirmation. There was no patient injury.

Manufacturer narrative:
Pt. Info,: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted in the eye. Initial reporter: email address: unknown/not provided. (B)(6). The intraocular lens (iol) is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."